Manufacturer narrative:
Model: sc-4316, lot: 16885061, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced pain at the ipg site and discomfort at the anchor site. The physician revised the patient's lead and anchor, and repositioned the ipg from the back to the patient's stomach.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-8352-70 serial: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model: sc-4316 lot: ni description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced pain at the ipg site and discomfort at the anchor site. The physician revised the patient's lead and anchor, and repositioned the ipg from the back to the patient's stomach.